Event description:
Healthcare professional reported injecting a patient in the marionette lines with 1 ml of juvéderm® volux¿ xc. At the end of the following month, the patient reported a ¿rash¿ on both sides as well as some ¿firm¿ areas. The patient was prescribed a medrol dosepak. The following month, the filler was dissolved. The healthcare professional planned on reinjecting the patient with juvéderm® ultra. Event status is unknown.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.